Event description:
It was reported that fat tissue necrosis was noted at the patient ipg site. The physician believed that necrosis was not device related. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5042285/5030630.